Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that during an implant procedure on (B)(6) 2021, the pacemaker was not able to send out a pulse. The physician elected to replace the pacemaker during the procedure, the new pacemaker was working properly. The patient was stable.